Event description:
The cobalt 60 source remained in the "on" position at the end of a pt treatment. The treatment was for a scheduled 1.85 minutes at 115 centigrays. It was estimated that the pt received an additional 60 centigrays which can normally be compensated for in subsequent treatments.